Event description:
It was reported that the patient was referred for exploratory surgery. The patient had surgery on (B)(6) 2015. Pre-operatively, the device was interrogated and high lead impedance was obtained. During surgery the surgeon disconnected the lead pin from the generator header. The lead was reported as intact with no fluid noted in the silicon tube. The lead was reinserted, and device diagnostics were within normal limits with impedance value of 3331 ohms. The surgeon performed diagnostics after repositioning the patient's head to the left, right, and midline with which resulted in diagnostics within normal limits. The vns device was not explanted. After closure, device diagnostics were performed and were again within normal limits.

Event description:
It was reported that device diagnostics resulted in high impedance. The patient had recently undergone generator and lead implant. It was reported that the patient had run into a door jam shortly before the appointment with the physician. The device was programmed off and the patient was referred for x-rays. Clinic notes dated (B)(6) 2015 note that high impedance was observed >10,000 ohms. It was noted that x-rays would be performed and the patient was referred to surgeon. The x-ray report was received indicating that the vns lead were intact extending into the left neck. The patient was seen by the surgeon at which time device diagnostics were within normal limits (3500 ohms). The device was programmed back on and the patient was sent home. The likely cause of the high impedance is either an intermittent lead fracture or a generator lead connection issue. No additional relevant information has been received to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.